Event description:
The reporter stated the surgeon attempted to insert an aq2003v silicone three-piece lens, but the haptic tore. There was no pt contact or injury.

Manufacturer narrative:
H6: evaluation codes; results: (other) visual inspection of the returned product found one haptic bent. There was evidence of clear surgical residue. Conclusions: ( no conclusion can be drawn): based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for eval.